Event description:
T-wave over-sensing (twos) post ventricular sense (vs) on atrial tachycardia/atrial fibrillation (at/af) episodes. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).